Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.

Event description:
Upon ICD interrogation on (B)(4) 2013, a warning message was displayed stating that the defibrillation system may be ineffective. An analysis is requested.